Event description:
It was reported that a user experienced sustained hyperglycemia after meals while using the ilet system with dexcom g7, including an automated dinner dose of 13.93 units, with glucose rising to 333 mg/dl and remaining elevated for most of the day; the user reported a previously bent cannula in a prior case, observed a straight infusion site on removal, declined further troubleshooting or supply changes while traveling, disconnected from the pump, and planned to follow up with a trainer. Symptoms included thirst and emotional distress. Outcomes included no hospitalization, no medical intervention, no ketone testing, and no use of backup therapy. Investigation included guided high glucose troubleshooting and review of insulin on board, which was approximately 14 units at the time of the call. Investigation of this case revealed no visible infusion set defects at removal and no confirmed device malfunction, with the cause of hyperglycemia remaining unclear. It was concluded, based on previously established findings for similar reports, that the cause was undetermined. If the device is returned, a physical evaluation will be performed, and a supplemental will be submitted.

Manufacturer narrative:
This MDR is part of a remedial submission made in response to FDA form 483 observations to ensure full reporting compliance.